Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is an inherent risk of any electrode placement.

Event description:
During a left ventricular lead implant procedure, a cardiac perforation occurred. While attempting to cannulate the coronary sinus with the mapping catheter, the heart was perforated. Contrast was injected and an echo was performed to confirm the perforation. Insertion of the lv lead was abandoned and no additional intervention was needed to treat the perforation. The patient was in stable condition throughout the event. There were no performance issues with any abbott device.